Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is not inserting the implant co-axial to the bone tunnel, improper bone-prep, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a triceps repair, the inserter tip broke-off in the anchor at the laser line and remains in the patient. The site had been punched and then tapped. Anchor was fully seated at the time the inserter tip broke-off in the head of the anchor. The case was completed; no additional anchors were used.